Event description:
It was reported that the solution in the pump of this artificial urinary sphincter (aus) was too viscous, causing difficulty operating the pump. The pump was explanted and replaced. There were no patient complications reported.